Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: rootcause: pressure sensor assembly defective correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary:difference more than 10% between tidal volume inspired and expired during ventilation (s-cmv mode). Check of the pressure sensor board in service mode negative, drop of pressure. Pressure sensor board already exchanged in (B)(6) 2023.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: rootcause: pressure sensor assembly defective correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary:difference more than 10% between tidal volume inspired and expired during ventilation (s-cmv mode). Check of the pressure sensor board in service mode negative, drop of pressure. Pressure sensor board already exchanged in (B)(6) 2023.